Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with a false downstream occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was discovered and confirmed by baxter personnel. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.